Event description:
The user facility reported that during a patient procedure the surgical table began to tip. Hospital personnel were able to stabilize the surgical table and the procedure was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that one of the floor lock feet was out of adjustment. The technician further inspected the table and found that there was a bent shroud bracket. The technician repaired and tested the table and returned it to service; no further issues have been reported.